Event description:
The customer reported to olympus technical assistance center (tac), the lightsource displayed e103 (lamp error) and e101 (ventilation grill error) error codes during preparation for use for an unknown procedure. The procedure was completed with the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the customer reported being unable to to see the errors but noted that there had been a lot of dust build-up on the intake grill on the right side of the light source. The customer reported cleaning off the dust buildup. No errors were observed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the dust on the ventilation grill could not be identified. Olympus will continue to monitor field performance for this device.